Event description:
It has been reported to philips that the flexvision computer intermittently would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.